Event description:
Customer returned the device for evaluation and repair of air/water flow not passing through the device while being reprocessed in a series 4 automatic endoscopy reprocessor (aer). There is no patient involvement. Upon evaluation of the returned device, it was observed that the device nozzle is clogged with white textile material, likely from cleaning wipes. The foreign material could not be removed with proper reprocessing. The clogging of the nozzle caused air/water flow issues for the device. This medwatch is being submitted for the reportable issue of presence of foreign material clogging the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device was last repaired in december 2022. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle is clogged with white textile material, likely from cleaning wipes. The foreign material could not be removed with proper reprocessing. The clogging of the nozzle caused air/water flow issues for the device. Other observations for the device: adhesive of the distal end rubber coating (a-rubber) is worn; scope cover is cracked and leaky; switch key top 1 is cut; and connecting tube is wrinkled. The user¿s complaint of air/water flow issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material blocking the nozzle appeared to be a white fibrous material, however, could not otherwise be identified. The root cause of the issue could not be determined, however, it is possible that due to the observed crack and leak in the scope connector cover, reprocessing may not have been performed properly/unable to remove the foreign material. The event may be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic system.¿ ¿inspection of the air-feeding function.¿ ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.